Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(4) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report # 1423537-2011-00060). Carefusion has discussed with and been advised by (B)(6) on (B)(4) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. A sample is not available. As the customer reported 2 events, this is report one of two. Evaluation summary: no sample was provided by the customer to this complaint. However, in a previous report by this customer, the sample received from the customer confirms that the union of elbow and connector is separate from the mask. The sample was dimensionally measured in accordance with the applicable drawing and the issue was confirmed. Carefusion determined that this failure occurred due to a bad condition of the mold causing an incomplete molded piece. A CAPA was initiated to complete the failure investigation and to determine corrective actions which include mold repair. Containment action has been implemented in manufacturing including additional functional inspection at the molding and assembly level.

Event description:
On (B)(6) 2011, during follow-up for another report, the risk manager (rm) indicated there were two other events but there was no adverse event, injury, or medical intervention that was required in these other two events. The two events each possibly involved one of the two lots y10c0554 or y10k6999. The rm also indicated that the product did not actually break in any of the 3 events, as there were no rough edges. The rm stated that where the swivel mask collar connects to the elbow, maybe the collar was just too large or the elbow was too small. The rm indicated the sample for this event is not available.